Event description:
Postoperative complications were observed in a retrospective review of the use of rhbmp-2 and polyetheretherketone (peek) spacers in anterior cervical discectomy and fusion (acdf). Standard surgical approach was used. Following discectomy and appropriately sized peek spacer was filled with low-close rhbmp-2 soaked collagen sponge and implanted at each surgically treated level. Surgical plate fixation was then performed. This pt developed severe dysphagia that was resolved over several weeks without further intervention. No details or outcomes were mentioned.

Manufacturer narrative:
(B)(4). Literature citation: tumialan et al. The safety and efficacy of anterior cervical discectomy and fusion with polyetheretherketone spacer and recombinant human bone morphogenetic protein-2: a review of 200 pts. J.neurosurg spine 2008:529-535. A review of the device history records cannot be performed without additional device information. Without returned of the device or associated records it is not possible to ascertain a cause for the reported event.